Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient's daughter called to say her mother was going into the doctor's office today because the pacemaker was "failing". She didn't know any details other than she had the device checked on tuesday and the doctor's office requested she come in to have the pacemaker checked today. She said in (B)(6) 2010, her mother had an incident where the "heart stopped" and they had to "adjust the rate up". In follow-up, it was further reported that during the (B)(6) 2010 device check, the device was interrogated and found to be "ok". The device is still in use. No further patient complications were reported as a result of this event.